Event description:
Customer reported that her husband had recent surgery and was given allevyn ag to apply. She said it caused reaction and skin broke down.

Manufacturer narrative:
Product was not evaluated due to it was not returned for investigation. (B)(4).